Event description:
Ous MDR - after an estimated implantation time of 11 months, it was reported that a suspected insulation defect was noted on the lead during an extraction. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported. The implant and event dates were not provided.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged by squashing about 25 cm distal of the is-1 connector pin and that there was also damage to the coating of the rope conductors to the ring electrodes at just that site. This damage manifestation can with high probability be regarded as the cause of the clinical observation. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due the "subclavian crush syndrome" x-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.